Event description:
It was further reported that the therapy wasn't "covering far enough" up the "cervical".

Event description:
It was reported that the patient's implantable neurostimulator (ins) was "in the wrong location." It was noted that an x-ray was taken and the physician noted the lead was not covering "high enough up" on the patient's body. It was noted, the physician was going to replace the surgical lead for "higher coverage." It was also noted, the physician did a trial with a "1x8 lead for coverage in the foot." Additional information reported that the lead revision procedure was done on 2013 (B)(6). It was noted, the issue was resolved and the patient was "receiving excellent coverage."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3986ilc lot# n26373, implanted: 2003 (B)(6), product type lead product ID: 748951 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID: 7435 lot# serial# (B)(4), implanted: 2003 (B)(6), product type programmer, patient. (B)(4).